Event description:
Related manufacturer reference# 3006705815-2019-01662.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-01662. It was reported the patient is receiving inadequate therapy from the scs system due to high impedance values on multiple lead contacts. X -rays confirmed the issue. As a result, the patient plans to undergo surgical intervention on a later date to address the issue.

Event description:
Related manufacturer reference# 3006705815-2019-01662. Further follow-up indicates the patient had surgical intervention on (B)(6) 2019, during which the leads were explanted and replaced. Issue resolved and therapy has been restored.